Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that the rotator on the hemostasis valve detached during use. No harm or injury was reported.